Event description:
The customer reported the system stops working after with a communication failure error. The fse noted the system was locked up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.